Manufacturer narrative:
Result of investigation: the exact root cause is not determinable. No further investigations planned as this is a single case so far. As per summary of the notes on wo-00025913 issue resolved after reconnecting display cable properly.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite, disassembled the screen and cleaned all connections. All connections to the screen were reseated and the ventilator was reassembled. When the unit was turned on all black and red lines were gone. O2 (oxygen) flow scale point calibration, quick check and verification were performed according to the service manual and passed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 screen has lines in it making it hard to see. The customer confirmed that there was no patient harm associated from this reported event.